Event description:
There was an allegation of questionable sodium and chloride results from the cobas pure c 303 analytical unit. Example 1 initial sodium result was sodium 155 mmol/l, and the repeat result was 146 mmol/l. Example 2 initial sodium result was sodium 146 mmol/l, and the repeat result was 137 mmol/l.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service engineer performed a wash of the ise flow path and replaced the vacuum nozzle assembly, sipper tube, and nozzle sip assembly. He executed an air purge, reagent prime, and an ise check, which was acceptable and passed. The customer performed ise calibration and qc, which was acceptable and passed. The customer ran ise samples, and the results were acceptable. The investigation determined that the service actions resolved the issue.